Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with lead noise. The noise was detected via remote monitoring with the atrial tachycardia (at)/ atrial fibrillation (af) algorithm and deemed to be true signs of failure. No intervention performed. No patient consequences reported.